Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery. No motor error alarms occurred. Motor passed the motor test. Drive support disk was inspected and no anomaly was noted. Cracked case all corners of display window and scratched display window and reservoir window noted.

Event description:
It was reported that the customer lost consciousness and went to the emergency room with high blood glucose of 30mg/dl. The customer was treated with glucose. It was mentioned that the insulin pump alarmed motor error, and the drive support cap appears to be damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.